Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation. The investigation includes a review of the current process and device history record (DHR). All required elements of the DHR were properly filled. All manufacturing operations were recorded; all signatures and dates were present, and the lot passed the required inspections. The customer provided pictures of the defective product for further investigation. Upon reviewe, the reported defect "shield retracted" on the knife's packaging was clearly visible and confirmed. According to the investigation, the defect may appear during transportation causing the shield to retract. Which is not acceptable according to product specifications. Bvi will continue to monitor any feedback from our customers and take appropriate action if an unfavourable trend is observed.

Event description:
The hospital provided additional information regarding the nurse outcome. As it was stated, the nursing staff did not report missed working hours and there was no internal report of a needlestick injury.

Event description:
Bvi has been notified about knifes that were packed without the protection on the blade and there is one incident of a nurse "stabbing" herself while handling the knife still packed in the white container. The incident occurred in netherlands.